Event description:
It was reported that the lesion was in the moderately tortuous, heavily calcified proximal left anterior descending artery with a 99% stenosis. The trek balloon catheter was used for pre-dilatation; however, on the first inflation the balloon ruptured at 4 atmospheres. There was no resistance felt during advancement or retraction of the catheter from the patient. The lesion was further dilated with a non-abbott balloon catheter and a xience v stent was successfully implanted. No patient adverse effects or clinically significant delay in the procedure was reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Balloon material ruptures can be affected by numerous factors such as balloon damage during processing of the balloon material, materials, inflation technique, interactions with other devices, lesion calcification and tortuosity or insufficient preparation prior to use. As there was no report of any leaks noted during preparation for use, this may indicate that the balloon was not damaged prior to the procedure. The lesion was also characterized as mildly tortuous, heavily calcified and 99% stenosed, which may have contributed to the reported complaint. In this case, since the product was discarded by the account, it was not returned for analysis and may have aided the investigation. It is possible that the balloon interacted with other devices and/or the tortuous and calcified lesion during advancement such that the balloon material became damaged (scratched) and ruptured upon inflation attempt. However, based on the information provided and without the product to examine, a definitive cause for the reported balloon rupture could not be determined. A review of the finished product lot history record did not reveal any non-conforming material record issues with this lot, indicating all lot release testing met specification. Additionally, a query of the complaint handling database was performed and revealed no other balloon ruptures reported for this lot. There is no indication of a product deficiency. All dilatation catheters are 100% visually inspected and leak tested during the manufacturing process. A sampling of units is also destructively tested to verify rated burst pressure (rbp) and balloon integrity.